Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.bsc ID: (B)(4) tw#: (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure an aneurysm was discovered.the target lesion was located in the left anterior descending artery (lad) and left circumflex (lcx). A promus stent was implanted in the lad and a taxus liberte stent was implanted in the lcx. Fourteen days later, the patient presented with chest pain. An angiogram revealed aneurysms along the length of both of the previously implanted stents. No further treatment was done and the patient will come back at a later date to evaluate the status of the lesions. No additional patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that post a stenting treatment procedure an aneurysm was discovered. The target lesion was located in the left anterior descending artery (lad) and left circumflex (lcx). A promus stent was implanted in the lad and a taxus liberte stent was implanted in the lcx. Fourteen days later, the patient presented with chest pain. An angiogram revealed aneurysms along the length of both of the previously implanted stents. No further treatment was done and the patient will come back at a later date to evaluate the status of the lesions. No additional patient complications were reported and the patient's current condition is stable.